Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned device was evaluated and the overheating issue was reproduced. Bearing wear, cracked retainers, and significant contamination on the head/tail assembly were observed. The root cause was determined to be excessive use.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.